Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings and blank display from the insulin pump. The customer's blood glucose level was 58 mg/dl. The customer treated with breakfast. The customer noticed a loud beeping tone and the screen was blank. The customer mentioned a small crack on top of the screen and scratches on the screen. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump had a blank display and constant tone alarm due to moisture damage on the electronics. Unable to perform the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to the blank display. The pump was received with a severely scratched display window, a cracked case at the display window corners, a cracked reservoir tube lip and a cracked belt clip slot.